Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg 19 samples clotted. Patient was re-drawn with a different lot and no clots formed. (Location - nicu). The following information was provided by the initial reporter: customer states samples are clotting. Customer attempted to use different lot and no clots formed. Customer states a total of 36 samples had to be recollected; 19 from the nicu and 17 from the premie-nicu.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 12-sep-2023 h.6. Investigation summary: bd received 5 samples for investigation. 5 customer samples were visually inspected with no issues being identified. 50 retention samples were visually inspected with no issues being identified. Additionally, the 5 customer samples were evaluated for edta content and all were within specification. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg 19 samples clotted. Patient was re-drawn with a different lot and no clots formed. (Location - nicu) the following information was provided by the initial reporter: customer states samples are clotting customer attempted to use different lot and no clots formed. Customer states a total of 36 samples had to be recollected; 19 from the nicu and 17 from the premie-nicu.